Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (damaged) issue. It was reported that the display screen lens was scratched. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during visual inspection of the pump, it was observed that the display lens was scratched. There was moisture observed behind the display lens. The pump was opened and there was moisture observed throughout pump casing. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.